Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. E.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. E.1: initial reporter facility name: (B)(6) province. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30658227) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an intracranial embolectomy procedure with the patient under hemianesthesia, the complaint microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30658227) and a stent (unspecified brand) were placed in the target position. The physician retracted the stent to capture the partial thrombus, and flushed the stent then delivered it into the microcatheter again. The stent was impeded in the microcatheter and could not be advanced any further. The physician removed the microcatheter with the stent from the patient¿s anatomy and switched to a new microcatheter to re-establish vascular access. The original stent was then used to capture the thrombus to complete the procedure. It was reported that the procedure was delayed by about 20 minutes. There was no report of any negative patient impact. On (B)(6) 2023, additional information was received. The information indicated that the target of the procedure was the middle cerebral artery (mca). It was not known if the target vessel was excessively tortuous or with acute bends. The stent used with the prowler select plus microcatheter was a 5mm x 33mm embotrap ii revascularization device. Two passes were made with the embotrap ii device. Adequate continuous flush was maintained through the microcatheter. There were no visible kinks or other damages observed on the microcatheter. The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). The information confirmed there was no patient injury or complication due to the reported issue. The information indicated that it was not known if the 20-minute delay in the procedure was considered clinically significant.